Event description:
The patient reported that their recently implanted left ventricular (lv) lead had dislodged. This was confirmed by their following physician. No intervention was performed or planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2003; a 694765 lead, implanted: (B)(6) 2003. (B)(4).